Event description:
The patient's health care provider reported that the patient was hospitalized for diabetic ketoacidosis due to the omnipod system switching into manual mode. The date of admission and medical treatment were not provided, and there were no additional details regarding this event despite multiple good-faith efforts to obtain additional information.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s938usqs7byj9. Hardware: sm-s938u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.